Manufacturer narrative:
(B)(4). This report supersedes previous reports sent: (B)(4). The device is used for treatment. Technical review and physical evaluation no product was returned or pictures of the device provided; visual and dimensional evaluations could not be performed. Complaint history review a complaint history review was conducted for part numbers ¿20-8000-000-10¿ and ¿20800000010¿ from 08 june 2022 to present. The search identified no additional similar complaints for the same lot number. The search identified no additional similar complaints reported for the part number. Recall assessment: there are no previous recalls associated to the part numbers ¿20-8000-000-10¿. Root cause: after review with health care professionals (see (B)(4)) regarding standards of care and the warnings included in the rosa user manual and surgical technique, the root cause of the reported issue is attributed to use error. Complaints are monitored through monthly complaint review in order to trend the issues and discuss them during the monthly CAPA feeder process. Any spike or unfavorable trend will be reviewed for further action per (B)(4).

Event description:
It was reported that a patient experienced a partial artery rupture and subsequent bleeding during a tka after the surgeon inserted the spacer into extension. The procedure was delayed by 120 minutes for vascular intervention. Attempts have been made and no further event information is available at the time of this report.